Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied during use. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 9/3/2021 it was reported by a sales representative vie email that ar-8737-58 2.2 mm drill bit, comp ft, calibrated got stuck in ar-8737-43 drill guide, percutaneous. This was discovered during a metacarpal fracture procedure by dr. (B)(6) . Additional information updated 9/7/2021 case was completed using another drill from the tray and not using a guide. The drill was not ale to be removed from the guide until after the case. Since grill was discarded devices will not be returning.